Event description:
Pt had bilateral subcutaneous mastectomy in 1983 and bilateral breast prosthesis implants shortly after. Requested elective removal of prostheses, due to pain under left breast and current discussion of silicone implant related medical problems. Op report says right prosthesis failed with escape of gel from silicone rubber envelope. Left prosthesis intact, but significant bleeding of gel material through silicone rubber envelope.